Event description:
It was reported the shaft broke. The target lesion was located in the right coronary artery (rca). The physician elected to use a guidezilla extension catheter during the procedure. During the removal of the device it broke in half. Both sections of the device were able to be removed from the patient. The procedure was completed with a different device. No patent complications were reported and the patient status was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination revealed guidezilla guide extension catheter in two (2) pieces. The distal shaft was inspected using microscopic and tactile examination which revealed numerous kinks in shaft. Microscopic examination revealed a complete separation at the collar/proximal shaft bond, with damage to the collar. Ptfe was completely pulled out from the collar and attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported the shaft broke.the target lesion was located in the right coronary artery (rca). The physician elected to use a guidezilla extension catheter during the procedure. During the removal of the device it broke in half. Both sections of the device were able to be removed from the patient. The procedure was completed with a different device. No patent complications were reported and the patient status was fine post procedure.

Manufacturer narrative:
(B)(4).